Manufacturer narrative:
Complained device was returned to manufacturer (livanova arvada) for investigation and decontaminated. Visual inspection was performed and confirm two tie bands in oxygenator inlet per report description of customer installing a second tie band. Tie bands were inspected and both customer and livanova assembled tie band was found to be loose. Presence of solvent was inspected and was found to be present. The root cause of the issue can likely be attributed to the loose tie band within the inlet port causing the disconnection of the tubing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See intial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova USA inc. Manufactures the perfusion pack. The incident occurred in (B)(6), indiana. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc. Received a report that the connection between the oxygenator inlet port and the tubing was loose and became disconnected during procedure. It was initially observed a dripping at the oxygenator outlet. Before perfusionist could intervene, the connection fully detached, resulting in a blood spill onto the floor. The pump management was maintained while the perfusionist retrieved the disconnected tubing and reattached it to the oxygenator. Due to a loose fit, the perfusionist manually held the connection in place until a tie band was secured. The oxygenator was successfully stabilized, and the case proceeded without further issue. There was no patient injury.